Manufacturer narrative:
The reason for reoperation was deflation. Device evaluation: visual analysis of the returned device identified device appearance(air cavities are observed but it is not considered a defect due to the non-textured part located) and an opening. Leak test was performed and found an opening on the radius. A microscopic analysis was performed which identified an opening(striated) in the anterior side. The fill test inspection was performed, with the result of no blockage. Based on the device analysis the final assessment is a striated(edge) opening on anterior due to surgical damage.

Event description:
Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient called to report left side "leakage and volume loss.". Device remains implanted.